Manufacturer narrative:
By investigating the provided logfiles it was possible to retrace the described failure situation. In case the ventilator detects deviations of the measured rotation speed of the blower to the set rotation speed the alarm "blower defect" (00.a008) is posted. The ventilator switches to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time the emergency breathing valve opens to allow spontaneous breathing for the patient. Ventilation of the patient with an independent ventilator device may be considered necessary. The root cause for the described failure situation was a faulty motor blower. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the system posted device failure a008 during use. No injury reported.